Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at nighttime making it hard to drive at night. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received with serial number and physician told symptoms would get better,patient experienced blurry distance and near vision and light sensitivity.